Event description:
Dexcom was made aware on 01/11/2024, that on the same day, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with inflammation under entire patch area, which occurred 6 days after the sensor had been inserted in the abdomen. The reaction was treated with a prescription of an unspecified oral medication. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).